Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2002. Revision due to instability and femoral loosening.

Event description:
It was reported that the 65 y/o healthy and active patient presented approximately 16 years post implant with instability and possible femoral loosening. Intra-op patient's femur was slightly loose. Patient also was diagnosed with ligamentous laxity. Components were removed with some resistance and proceeded with revision. Patient left the operating room in stable condition. No other information was reported. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00549, 1038671-2018-00550, and 1038671-2018-00552.

Manufacturer narrative:
Section h3: upon review of all available information, the loosening reported in this event was likely caused by excessive posterior slope and/or hyperextension of the knee, which lead to repetitive femoral articulation with the ps spine. This wear pattern combined with the patient's obesity and ligamentous laxity, likely contributed to the failure of the bone cement. A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. This device is used for treatment not diagnosis. No information, asked not provided.